Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. Product support advised customer to replaced the flow sensor to address the issue. Failure analysis on the returned gas delivery system (gds) shows that this customer complaint was caused by an out of spec air flow sensor u1 (lot code: 0809). Replacement of u1 corrected this failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the air delivery/air flow accuracy test. There was no patient involvement.